Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, elevated capture thresholds and high out of range high voltage impedance was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2020. The patient was discharged after the procedure.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, elevated capture thresholds and elevated pacing lead impedance was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2020. The patient was discharged after the procedure.